Manufacturer narrative:
Pump not in manufacture mode. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error alarms noted during testing; however, power error alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose value was 2.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.